Manufacturer narrative:
The reported complaint was confirmed. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Per the ccp, on average the svo2 reading on the bpm is reading 64 and lab verifies 76. This has been an ongoing problem for the last two weeks, ever since the nfc for software version 1.69 upgrade . Dates and number of occurences is unknown. Due to the fact that any monitor replacement the customer would receive would also have the 1.69 software which would behave in the same manner, the customer will not be receiving a replacement or sending their monitor in for service at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure (but prior to first in-vivo calibration), the perfusionists (ccps) are experiencing low readings on saturated venous oxygen (svo2) on the blood parameter monitor (bpm). This issue occurred after the notice of field correction (nfc) upgrade to software version 1.69. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: since the monitor was updated with new software 1.69), the svo2 has been quite lower than usual and expected in the early minutes of cpb. For example, the bpm was measuring the svo2 at 64% and the lab measured value at the first in-vivo calibration was 76%. Other indicators, such as: patient blood pressure, circuit line pressure, and color of the venous blood gave an indication the svo2 of the bpm was not accurate. After the in-vivo calibration was completed, the svo2 was reasonable. A few additional in-vivo calibrations were done in order to verify the bpm measure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.